Event description:
Md placed cor wire down 100% affected artery. Balloon dilatation performed slight stain noticed, no flow down artery continuing. Stent placed in artery and deployed. Cardiac tamponade, pericardial centesis performed. Surgery declined. Patient expired. Dates of use: (B) (6) 2010. Diagnosis or reason for use: acute coronary syndrome.